Event description:
Hospital advised the pump alarmed and displayed channel error. The biomedical engineer determined the error codes in the log were 242.4020 and 242.4030 which is a motor stall error. There was no patient consequence.